Event description:
It was reported that post implantation of the vascular stent in the left iliac artery in (B)(6)2015, the pt developed pain on the left side of the body and in the back. Also itching was noted in the area of the stent. The pt was concerned that the pain may have been caused by a nickel allergy.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No physical sample, image or other document was provided for evaluation. A coherence between the implanted stent and a potential nickel allergy could not be verified. Potential factors that could have contributed to the reported event have been considered. No similar complaint has been reported within the last 24 months; therefore, no previous investigations could have been reviewed. Allergic reactions may be caused by nickel leaching, however, nitinol is known as an inert metal composition commonly used in the medical device industry. It is unlikely that the symptoms reported by the pt are associated with a nickel allergy; a systemic reaction was not reported. Also a nickel allergy has not been confirmed by a physician. Based on the information available and as a coherence between an allergic reaction and the implanted nitinol stent could not be verified, a definitive root cause for the reported event could not be determined.